Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm. Customer stated that the pump was not priming correctly. When the customer primes, he presses exit and it goes back to the rewind screen. Customer stated that it doesn't go to the fill cannula. Customer's blood glucose was 215 mg/dl at the time of the incident. Customer stated that they are stuck in a rewind complete/bolus delivery loop. Customer was asked to hold down the act button until they receive a 2nd series of beeps and/or numbers on the display. Customer did not receive a 2nd series of beeps nor did the numbers appear on the screen. Customer stated that the drive support cap appears normal. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.